Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7354l611, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 10-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not return.

Event description:
Halyard received a single report that referenced ten different incidents, which were associated with separate units, involving ten separate patients. This is the eighth of ten reports. Refer to 8030647-2018-00434 for the first patient. Refer to 8030647-2018-00435 for the second patient. Refer to 8030647-2018-00436 for the third patient. Refer to 8030647-2018-00437 for the fourth patient. Refer to 8030647-2018-00438 for the fifth patient. Refer to 8030647-2018-00439 for the sixth patient. Refer to 8030647-2018-00440 for the seventh patient. Refer to 8030647-2018-00442 for the ninth patient. Refer to 8030647-2018-00443 for the tenth patient. It was reported that the flex connector disconnected from the suction catheter during the suctioning process. The suction catheter was replaced immediately with no impact to the patient.